Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were capsular contracture, baker grade unknown, rupture, and a thoracic soft tissue mass consistent with a lipoma.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown, rupture, and "capsules were calcified." Healthcare professional additionally reported "thoracic soft tissue mass consistent with a lipoma"; this event is not related to the device. Device has been explanted. Manufacturer of device unknown.